Event description:
It was reported that the procedure was to treat the mildly calcified left circumflex coronary artery. The 2.5x28 mm xience xpedition stent delivery system (sds) was being advanced when it was noted that there was a break. The sds was removed and another, same size xience xpedition stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. There is no indication that a portion of the stent broke off as the device was reported to be in one piece and there were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported break was unable to be confirmed. The reported failure to advance could not be tested as it was based on the operational context of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure, as it is likely that the sds interacted with the mildly calcified, 60% stenosed anatomy during advancement, resulting in the reported failure to advance and noted material deformation (lifted, stretched and flared distal stent struts). Additionally, the investigation was unable to determine a conclusive cause for the reported break, as it could not be confirmed during analysis of the returned device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.